Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced high blood glucose level of over 500mg/dl. Customer received no delivery alarm. Troubleshooting was performed. The product will be returned for the analysis.